Manufacturer narrative:
Corrected data: the date the device was returned for evaluation was reported as 4/23/2018 in the previous report, the correct date is 5/17/2018. If additional information should become available, a supplemental medwatch report will be sent accordingly. Additional information: upon further investigation of the device evaluation, it was determined that the device failed cutter insertion test and the neuro-tip leg had been drilled into. An assessment was performed which found that the bearings were worn out and no longer in axial alignment which created a situation where the cutter was not able to be inserted. The assignable root cause of he worn out bearings was determined to be due to wear from normal use and servicing over time. The assignable root cause for the drilled neuro-tip leg was due to excessive lateral force be placed on the device which caused the drill to flex and come into contact with the neuro-tip leg, damage caused by user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the tip of the pediatric craniotome device was broken. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had cosmetic damage, the neuro tip and bearings were damaged, the ball bearing was disassembled, the device was missing balls and cage not available, the crane boom was damaged (abrasion), the color mark was damaged and the triangle symbol was missing. Therefore, the reported condition was confirmed. However, the assignable root cause could not be determined at this time as the evaluation is still ongoing. Once the investigation has been completed, a supplemental medwatch will be submitted accordingly. If additional information should become available, a supplemental medwatch will be submitted accordingly.